Event description:
Dealer states both replacement motors from order (B)(4) are defective. At this time he was not sure how they malfunctioned. Dealer will call back with more information. No additional information available at this time. (B)(4).